Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the reservoir was able to lock in its place. It was advised to the customer to discontinue to use the device. The insulin pump will be returned for the product analysis.